Event description:
It was reported that the lead was not capturing in the bipolar configuration. The bipolar capture threshold had risen to 5.5 v at 1.4 ms. The patient experienced pocket stimulation and was very uncomfortable with u nipolar pacing. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.